Event description:
The customer reported that there was a communication failure error message. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the lemo connector were replaced. The system was tested and found to be working as intended and put back into service.